Manufacturer narrative:
This report is being submitted to report additional information. Zimvie did not receive one screw for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the instructions for use (IFU), and risk management file (rmf). Functional testing to recreate the reported event could not be performed due to the nature of the device & event. DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the subject is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. A definitive root cause could not be determined. Therefore, based on the available information, a device malfunction could not be verified. Without device receipt, the reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
Productsurv.specialist@zimvie.com.

Manufacturer narrative:
Zimvie complaint (B)(4). Patient age is not provided / unknown. Patient weight is not provided / unknown. Brand name is not provided / unknown. Catalog number and lot number are not provided / unknown. Initial reporter¿s title and last name are not provided / unknown.

Event description:
It was reported that the screw loosened.